Manufacturer narrative:
The returned valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. The valve also passed the leak test. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacturer.

Event description:
It was reported that the physician noticed some back-flow into the valve during implantation.